Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
In (B)(6) 2016, a patient received a jts proximal tibia replacement (pin 20289). In (B)(6) 2019, the patient fell and sustained a peri-prosthetic fracture in his right distal femur (stryker/stanmore complaint (B)(4)). The femoral component was revised with a jts distal femur replacement (pin 22008). On (B)(6) 023, onkos was notified of a peri-prosthetic fracture of the tibia. As a result, (B)(4) was opened to revise the fracture and (B)(4) was opened to address the complaint.